Manufacturer narrative:
No patient was present. Device manufacture date not available at the time of this report. As reported, a guide wire has been broken off inside the tap. The tap appears to be in good condition otherwise.

Event description:
A medtronic representative reported the legacy 5.5 tap had some wire material stuck in the cannulated tip. This event did not occur during surgery and no patient was present.